Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that while operating on battery power, the device powered off by itself without sounding an audible alarm tone. At an unspecified time, the device was programmed to deliver gamunex 10g/100 ml, at a rate of 100 ml/hr, with a vtbi (volume to be infused) of 100 ml. No further programming parameters were provided. The customer contact reported after the start key was pressed, the device powered off without sounding an audible alarm tone. The device was removed from clinical use. Therapy was initiated using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device powered off by itself without sounding an audible alarm tone while operating on battery power. Though requested, no additional info was provided.